Event description:
Additional information was reported that the rep called back and reported having a message from the patient that group b continues to revert back to 0.0v when changing programs. It was noted the patient mainly uses group c. A session report reviewed from the patient's ins and it appears the reason for this is no intensity is programmed for as. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for cancer chemotherapy. Information was reported that the caller stated the patient has group a with 2 programs, group b with 2 programs, and group c with 4 programs. The caller had no issues with out of regulation (oor) programming with the tablet, but then the patient was seeing oor message on group b and noticed that amplitudes were set to 0.0 even though when the patient left their appointment last week they were set to 12.8 and 9.7 ma. The caller stated they did "check position" on the controller for group b and it showed the patient was upright with both programs set to 0.0 ma. The caller stated the patient didn't set the amplitudes to 0.0 and inquired if oor may have caused this. Troubleshooting that was done includes: the caller interrogating the ins with the tablet, which showed that for group b, only upright and lying back positions had amplitudes set, the set of the positions were 0.0ma. It was reviewed with the caller that the oor wouldn't have caused the programming on b to go to 0.0 unless the patient turned it all the way down. It was also reviewed that if the patient was on group b and went into a position other than upright or lying back, the amplitude would have gone to 0.0, but the "check position" screen should have still showed the previously programmed amplitudes when in the upright position. It was also reviewed the patient could have inadvertently reset amplitudes to 0.0 with their controller. The caller is going to perform reprogramming to see if the issue resolves. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.